Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The unspecified lesion was located in the inside coronary. Two overlapping stents were placed. The stents were post dilated once. The physician made an attempt to post dilate a second time but, while advancing to the lesion with the quantum maverick mr balloon catheter, the shaft broke inside the coronary. Upon removal of the balloon catheter, the distal end remained placed inside the coronary. A snare was used to capture and remove the broken piece of the balloon. The procedure was successfully completed with one post dilatation. No pt complications or injuries were reported. The pt's status is reported as "fine".